Event description:
End user states that the sling on his chair sagged to the frame, which has caused his cushion to slide back and his legs to rest on the metal pieces. The user alleges that as a result he received pressure ulcers on his right thigh and is having treatments at the wound center.